Event description:
It was reported the clinician used a 'partial deployment technique'. The device landed low. However, an endoleak was not observed. The following day post op, a CT revealed a type I endoleak at the proximal aorta. An aortic extender was placed 2 days post op with successful results.